Event description:
During a left idiopathic ventricular tachycardia procedure, it was reported that all ECG signals were lost, and an error indicating a "current leakage in the piu" appeared on carto3 system. Error persisted after all catheter cables were disconnected, reconnected and rebooted the system. All bs ecf signals were also lost. Additional information provided stated signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto and ep recording systems at the same time.

Manufacturer narrative:
(B)(4).